Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed disk analysis, and determined that the increase in power consumption is due to high rate atrial sensing, as well as sam software, both of which impact power consumption of the battery. Device reprogramming has been recommended. No adverse effects to the patient were reported.